Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt found pools insulin in the cartridge compartment. She reported she has been using more insulin than normal to correct her blood glucose (bg). The pt stated that her bg was elevated the day she noticed the leakage and quickly delivered a correction bolus after she changed her cartridge. She did not recall the bg reading but said that her bg resolved to her target a short time later.